Event description:
It was reported that the battery of this implantable pacemaker is at 9.5 years remaining. The patient underwent radio therapy as well. Technical services (ts) discussed that the changes in longevity are due to atrial fibrillation and frequent interrogations due to atrial arrhythmia burden alert. Ts also advised to have patient send in patient-initiated interrogation (pii) so battery status can be reviewed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.

Event description:
It was reported that the battery of this implantable pacemaker is at 9.5 years remaining. The patient underwent radio therapy as well. Technical services (ts) discussed that the changes in longevity are due to atrial fibrillation and frequent interrogations due to atrial arrhythmia burden alert. Ts also advised to have patient send in patient-initiated interrogation (pii) so battery status can be reviewed. This device remains in service. No adverse patient effects were reported.